Event description:
A new case of meningitis was reported to cochlear americas on aug. 07, 2008. Per the audiologist, the pt has bilateral common cavities and there reportedly was a "csf gusher" during implant surgery. The pt was diagnosed with meningitis approx one yr after implant surgery. A CT scan following the treatment for the meningitis showed fluid in the middle ear which turned out to be a csf. Reportedly, the pt underwent three procedures to drain the middle ear and repack the cochleostomy. The pt recovered from the meningitis. Add'l info has been requested.

Manufacturer narrative:
.